Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the proximal right coronary artery (rca) with mild tortuosity and mild calcification that was 90% stenosed. Pre-dilatation was performed using two non-abbott balloon dilatation catheters (bdc) followed by the successful implantation of a 3.25 x 15 mm xience alpine rx drug eluting stent at 10 atmospheres (atm). The proximal part was additionally dilated to 18 atm using the stent delivery system catheter. Intravascular ultrasound (ivus) confirmed that the stent implant was well apposed to the vessel wall. The procedure was successfully completed and the patient was discharged from the hospital without issues. On (B)(6) 2017, the patient expired at home. It was reported that the reason for the patient death is unknown. An autopsy was not performed. The physician indicated that it is unknown if the death is related to the device. No additional information was provided.